Manufacturer narrative:
The insulin pump was received with operating currents within spec. The insulin pump passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed pump error 25 alarms were triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to resistance issue at j6 connector. Unit also alarmed power loss, low battery and replace battery now alarms due to resistance issue at j6connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. The insulin pump was received with minor scratched display window and case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that a low battery alert was not received prior to off no power alert on the insulin pump. The customer's blood glucose reading was unknown at the time of incident. The customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.